Event description:
The customer reported the unit shut down during a procedure in the o.r. They are currently having a fast stop problem. A patient may or may not have been involved.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.